Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel laparoscopy, the device was not firing correctly with the unit, and the surgeons stated that the device was not sealing properly. The surgeon continued to use the same handpiece and unit to complete the case. There was no patient injury.